Event description:
A peritoneal dialysis pt's daughter reported the pt was hospitalized. A follow up call was made to the pt's peritoneal dialysis nurse. The pt was admitted to the hospital on (B)(6) 2014 for pneumonia, hypoglycemia and hypocalemia. The pt was discharged on (B)(6) 2014 to a nursing home.

Manufacturer narrative:
(B)(4). (Hypocalemia). A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plaintiff's investigation.